Event description:
It was reported that the customer had a sensor glucose versus blood glucose differences on the insulin pump. The customer's blood glucose level was unknown mg/dl 148 mg/dl. The customer was advised to avoid inserting sensor in areas where clothing might cause irritation or where body naturally bends great deal. The customer was advised that we will ship a replacement sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.